Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. The reported problem was identified during the event history log review ((B)(4)). The direct cause of the problem was the digital accomp cable assembly which was replaced. Visual inspection was performed with no issues noted. Functional testing, electrical safety testing, calibration and simulated therapy was performed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a homechoice device that experienced an unspecified failure (no details provided). Patient involvement was unknown, but there was no patient injury or medical intervention indicated at the time of the report. Additional information was requested but was unavailable.